Event description:
The physician reported that the pt had a broken pedicle screw at l5-s1 right. He removed the broken screw and replaced it with a 7.5 x 35mm pedicle screw. Pt outcome: no reported adverse event.